Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was placed on the anterior/posterior (a/p) leaflets. While attempting to place the second mitraclip, a single leaflet detachment (slda) occurred and the mitraclip ntw was no longer attached to the anterior leaflet, it remained attached to a chordae or a torn leaflet segment. The clip remained stable on the posterior leaflet. The second mitraclip was successfully implanted. A third mitraclip was attempted to be placed but was unsuccessful and the procedure was discontinued. The final mr remained at grade 4. There were no clinically significant delays reported. It was reported that on (B)(6) 2025, the patient died.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported slda was due to the pre-existing patient anatomy (thin restrictive/friable leaflets). The reported tissue injury was a cascading events of the slda. The reported death appears to be related to cardiogenic shock, multi-system failure, and mitral regurgitation. Tissue injury and death are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.